Manufacturer narrative:
The account could not adjust the brake caster further, so the brake caster was replaced to repair the bed.

Event description:
The account alleged when the brake caster was put into brake, it would still swivel.